Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, hypoglycemia and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 20 mg/dl. The patient also had bg values that were at 280 mg/dl, prior to the low bg levels. For treatment, a ambulance arrived and provided the patient with a intravenous (IV) of saline and glucose paste. The pod was worn between 4 and 24 hours on the arm. The patient was reported to been unresponsive.